Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# unknown implanted: (B)(6) 2020 partially explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving lioresal with concentration 2000 mcg/ml at a dose rate of 579.6 mcg/day via an implantable pump. It was reported that the patient had been experiencing periods of withdrawal from his baclofen pump with no identifiable cause. The date of the event was unknown (day, month, and year unknown). The pump was replaced in september 2023. The date 2023-sep-10 is considered an approximate date of pump explant (specific month and year known only). The episodes of withdrawal however continued sporadically after pump replacement. A catheter access port (cap) study was performed. The catheter was assessed and cerebrospinal fluid (csf) was able to be aspirated. There were no known issues noted during the cap study. The treating team decided to replace the catheter as the events continued after the pump was changed. The catheter was partially explanted on (B)(6) 2023. The pump segment was removed and the spinal segment remained in place to prevent any further csf leak. There were no alarms or events in the logs with the new pump with recent interrogation prior to the procedure for a new catheter. It was unknown if the issue was resolved. Regarding factors that may have led or contributed to the issue, none were reported. The portion of catheter explanted was discarded by the healthcare provider. The patient was without injury regarding their status as of (B)(6) 2023. The patient's weight was unknown or would not be made available.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot# 0218032972, explanted: (B)(6) 2023, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The device model and serial numbers were provided. It was unknown if the issue was resolved.